Event description:
It was reported that a component broke off the disposable pressure transducer whereby there was solution and blood loss. It was reported that pt was stable after one unit of blood was administered.